Event description:
It was reported that the deep brain stimulation (dbs) patient developed edema, inflammation, and swelling, along the right lead, one week after the implant procedure. A computed tomography (CT) was performed because of new onset frontal syndrome, which revealed a large edema around the right lead that had not been present at the baseline CT scan. The severe frontal syndrome related to edema. It was also reported that foreign body reaction was suspected. The patient was also treated with corticosteroids, dexamethasone and methylprednisolone, and the patient clinical status has improved, and edema has decreased. The patient was hospitalized two days longer than planned.